Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the 30 degree endoscope was found to have an inverted image. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Failure analysis identified physical damage to ic emi fingers and endoscope bearing friction issue.